Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval found that the elevator on the distal end of the device was working appropriately and functioned within olympus' standard. There were no sharp edges noted around the forceps elevator, distal end cover, nozzle, bending section, and insertion tube of the device that would likely cause or contribute to the pt's outcome. However, minor scratches to the pt's outcome. However, minor scratches and discoloration on the bending section cover glue was noted. The exact cause of the reported event could not be conclusively determined. The most likely cause of the reported event could not be related to the operator's technique. If add'l info is received at a later time this report will be supplemented.

Event description:
Olympus was informed that during an unspecified procedure, the elevator on the distal tip of the endoscope became stuck and punctured the pt. No add'l info was provided. Olympus made multiple attempts to obtain add'l info regarding the reported event, but with no result.